Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that she was hospitalized due to low blood glucose levels. The customer's blood glucose level was 15 mg/dl. The customer reported that the low blood glucose level was due to over delivering insulin to herself. The customer was sent a replacement battery cap and nothing was replaced or returned.